Event description:
It was reported that the there is the observance of noise on the right atrial (ra) lead and the right ventricular (rv) lead. All other measurements are within normal limits. Both leads remain in use, and may be replaced at some point in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4524 implantable pacing lead (B)(6) 1995. (B)(4).